Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted (B)(6) 2012.

Event description:
It was reported that the device had unexpected battery longevity. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.